Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the battery compartment, battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received without a battery cap. Installed a battery cap and continued testing. The pump passed the displacement test and a test p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, faded and stained serial number label, faded end cap address label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery cap damage is unknown due to the pump being received without a battery cap. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.